Manufacturer narrative:
The reported event of suspected lead fracture was not confirmed by analysis. A complete lead was returned in two pieces. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. X-ray examination did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2023 in which the previously capped atrial lead had a suspected lead fracture issue. The lead was removed in the same operation. Post-procedure the patient was stable.